Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.17 ng/ml on a patient. I-stat results (ng/ml): (B)(6), 2011, 18:35, collection. (B)(6), 2011, 19:13, testing with result of <0.01. (B)(6), 2011, 20:15, 90 minute collection. (B)(6), 2011, 20:25, 90 minute testing with result of 0.17. Centaur lab ctni result: <0.006. The suspected discrepant results were released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). MFR reports #224578-2011-00162, #2245578-2011-00171 through 2245578-2011-00183 are from a single user site. The internal investigation is in progress; no overall trends have been identified in product lot(s) used. The issues appear to be isolated to specific sites. The site has initiated use of a tube rocking platform to ensure the blood sample is mixed well (as recommended in product labeling) which the site reports has resolved the issue.